Event description:
In 2009, it was reported to boston scientific corporation that a y-port feeding adaptor was used for an enteral feeding port replacement procedure. Two weeks post placement, the tube became blocked. It was stated that proper flushing occurred after every feeding. A new y-port feeding adaptor was used to complete the procedure, successfully. There has been no report of complications or injury due to this event. The pt's condition post procedure is reported as good.

Manufacturer narrative:
The device has been received by this manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.